Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the green cable was causing the error codes. They also found the pcb connector was corroded and the safety latch was bent. During disassembly, the e-clip was damaged. To correct the customer's complaint the analysis site replaced the green cables, the safety latch and the e-clip. After servicing the unit passed qa functional testing. The device history record has been reviewed and has passed all previous qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the holster was returned because did not work. The customer stated that error codes occurred. It is unknown if the event occurred during a procedure. There was no patient consequence reported.